Event description:
It was reported when using the bd pyxis¿ medstation¿ es, storage space was not recovering. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) replaced the hard stop and latch and verified the back panel cable to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, storage space was not recovering. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.